Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported by the patient that infusion set fell off. The site of insertion was abdomen. Infusion set was used for 1 day. No further information available.